Manufacturer narrative:
A copy of the recording from this case was received for analysis. The analysis confirmed that an optimal auto registration survey was obtained at the central lung area (where the auto-reg survey is performed) during the procedure. However because of CT-to-body divergence, the location of the lesion in the outer periphery as indicated by the CT did not match the location of the lesion at the time of the procedure. The superdimension user's manual instructs the physician to confirm lesion location with fluoro, as was done in this case. The physician successfully obtained a biopsy following this process. The system performed as designed. There was no injury to the patient reported. In an abundance of caution, this event is being reported due to the additional potential risk associated with multiple exposures to general anesthesia. No return.

Event description:
The site reported that after acquiring registration and navigating to the lesion, the system showed that it was 1.4cm to 1.9cm away from the 1-1.5cm target. The physician used fluoro to verify position and believed it showed a different location from what the system showed. Therefore, the superdimension portion of the case was canceled with the patient under general anesthesia. The case was completed using fluoroscopy and a positive diagnosis was obtained.